Event description:
Nellcor puritan bennett received a call from a representative of facility on 09/19. Facility called to report the following problem: unit was on wheelchair - when about to switch pt to another vent, then vent started to alarm setting error. Family unable to reset. Family attempted to perform self test and system locked up during test. Lcd displays "check pt circuit and equipment". Family was unable to clear this screen; unit would not ventilate.